Manufacturer narrative:
Results: the returned lantern was ovalized at multiple locations between 132.0 cm thru 134.0 cm from the hub. Conclusions: evaluation of the returned lantern revealed distal ovalizations. If the device is forcefully mishandled during the procedure, damage such as this may occur. These ovalizations may contribute to the reported resistance experienced during the procedure. During functional testing, the returned lantern was unable to advance through a demonstration 4maxc due to the distal ovalizations. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a balloon-occluded retrograde transvenous obliteration (brto) in the renal vein using a lantern delivery microcatheter (lantern) and non-penumbra catheter. During the procedure, while advancing the lantern through the catheter in the target vessel, the physician experienced resistance, and the lantern became stuck at the mid-shaft of the catheter; therefore, the lantern was removed. The procedure was completed using another lantern and the same catheter. There was no report of an adverse effect to the patient.